Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead could not be placed due to high thresholds from the patient's anatomy. The lead also exhibited undersensing. The attempt to implant a dual chamber system was abandoned and the patient received a single chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.